Manufacturer narrative:
Complainant address: (B)(6). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 24x3mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. Pre-dilation was performed and resulting in 80% residual stenosis. Subsequently, a 3.00x24mm promus element¿ plus stent was advanced for treatment. However, during deployment, it was noted that the device caused an edge dissection. The physician then implanted another stent to cover the dissection. Post-dilatation was performed and the procedure was completed. No further complications were reported and the patient's status was stable.